Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime, excessive no delivery test and verify prime anomaly due to no button response. Unknown dried substance on motor compartment. Insulin pump received with cracked case at display window corners, missing address/serial numbers label, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. The buttons keep sticking. There are intermittent button responses. Customer stated he smells insulin all over his clothes like insulin is leaking. His blood glucose has been high for a month. He will treat to bring them down, but they go back up. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer also reported insulin is squirting out during the manual prime process. There is a crack on the reservoir compartment. Nothing further reported.